Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2026-06-30. The failure could be reproduced and the optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2007. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india. It was reported that one hl20 pump displayed the error message "runaway". The instance of time was not provided. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID: (B)(4).